Manufacturer narrative:
Concomitant medical products: 4464 lead, implanted: (B)(6) 2001.

Event description:
It was reported that right ventricular (rv) lead had dislodged and had no capture. The rv lead was further reported to have exhibited intermittent undersensing. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.